Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported the device will not power on. There is no reported patient involvement.

Event description:
The customer reported that the device will not power on and gave an internal memory card failure. There was no report of a death or serious injury, nor was there a report of any adverse impact to any user or patient. The device was in use at the time of the reported issue.

Manufacturer narrative:
(B)(4).